Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete functional testing) was confirmed. As received, the ECG c and d cable was missing from the electrode belt assembly. The cause of the test failure is the missing cable. The root cause of the damaged cable is physical abuse. No adverse event resulted from the damaged cable.

Event description:
A us distributor returned electrode belt sn (B)(6) and reported that the belt was unable to complete functional testing.